Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead exhibited high out of range pacing impedance in both bipolar and unipolar configurations. Pacing was not captured at maximum output, and sensing could not be measured. According to daily measurements, the pacing impedance began increasing on (B)(6), and became high and out of range on (B)(6). The physician suspected that the lead had fractured. A revision procedure took place, and this lead was surgically abandoned. A lead fracture was not seen on x-ray. A new lead was successfully implanted. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.